Event description:
Healthcare professional reported approximately 7 weeks after injection in the left cheek with juvederm voluma xc, the patient experienced "swelling", as well as a "firm, hard, tender, nodule with variable amounts of erythema and tenderness" at the injection site. Healthcare professional believes the patient "has a large granuloma", however, a biopsy confirming the diagnosis was not performed. Patient was treated with hyaluronidase, which was not effective. Approximately 3 weeks after symptom occurrence, healthcare professional treated the patient with augmentin due to "worsening erythema". Treatment with augmentin "seemed to improve erythema".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling, firm module, erythema, and tenderness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: patients may experience late onset nodules with use of dermal fillers, including juvederm voluma xc. Adverse events: treatment site responses by maximum severity occurring in >5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvederm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by < 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device and injection related adverse events occurring in < 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).